Manufacturer narrative:
The complete initial reporter facility name is (B)(6) hospital. The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated the arctic sun device (B)(6) was only reading dashes in the water temperature section. Confirmed they were able to start therapy. Guided to diagnostics: system hours 159, pump hours 139, outlet monitor temperature (t1) was 33.7c, outlet control temperature (t2) was 33.6c. They had another device so they will swap out and send this one to biomed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The complete initial reporter facility name is (B)(6). Correction: b, d, g, h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated the arctic sun device (B)(6) was only reading dashes in the water temperature section. Confirmed they were able to start therapy. Guided to diagnostics: system hours 159, pump hours 139, outlet monitor temperature (t1) was 33.7c, outlet control temperature (t2) was 33.6c. They had another device so they will swap out and send this one to biomed. Per follow up information received via phone on 24jun2025, spoke with nurse who stated they were not able to start therapy on the original device because the temperature would not pick up. They had to swap to another device before they could start treatment. They were unsure if biomed retrieved the device. No further issues after device swap. Spoke with biomed who confirmed replacing the cable and no further issues. The cable looked smashed at the connector end, like it had been plugged in too hard. Device returned to floor.

Event description:
It was reported that the nurse stated the arctic sun device (B)(6) was only reading dashes in the water temperature section. Confirmed they were able to start therapy. Guided to diagnostics: system hours 159, pump hours 139, outlet monitor temperature (t1) was 33.7c, outlet control temperature (t2) was 33.6c. They had another device so they will swap out and send this one to biomed. Per follow up information received via phone on 24jun2025, spoke with nurse who stated they were not able to start therapy on the original device because the temperature would not pick up. They had to swap to another device before they could start treatment. They were unsure if biomed retrieved the device. No further issues after device swap. Spoke with biomed who confirmed replacing the cable and no further issues. The cable looked smashed at the connector end, like it had been plugged in too hard. Device returned to floor.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a damaged temperature in cable. Confirmed they were able to start therapy. Guided to diagnostics: system hours 159, pump hours 139, outlet monitor temperature (t1) was 33.7c, outlet control temperature (t2) was 33.6c. They had another device so they will swap out and send this one to biomed. Per follow up information, nurse stated they were not able to start therapy on the original device because the temperature would not pick up. They had to swap to another device before they could start treatment. They were unsure if biomed retrieved the device. No further issues after device swap. Spoke with biomed who confirmed replacing the cable and no further issues. The cable looked smashed at the connector end, like it had been plugged in too hard. Device returned to floor. A DHR review is not required as the lot number is unknown. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d,f,h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.